Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the unit failed to switch to back-up power. No other details regarding the nature of this event were provided. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.